Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3, d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed broken assessed as surgical damage. ¿ capsular contracture: unable to observe as it is not related to the device. No other observations observed, no further actions are required.

Event description:
Healthcare professional reported ¿right ruptured breast implant, right breast baker IV, capsular contractor, painful hardening, ge right breast, right breast deformity, capsulitis¿. This report is for the right side. The device has been explanted.

Event description:
Healthcare professional reported ¿right ruptured breast implant, right breast baker IV, capsular contractor, painful hardening, ge right breast, right breast deformity, capsulitis¿. This report is for the right side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, capsular contracture baker grade IV.